Event description:
On (B)(6) 2011 at approximately 0600, this patient's axillary temperature was taken using a medichoice digital thermometer. The patient's temperature reading was 37 degrees celsius, bp 115/83. Pulses and perfusion were good; however, the patient felt cold. Due to concern for a malfunctioning thermometer, the staff rn re-checked the temperature using a different medichoice digital thermometer. The axillary temperature at this time was 33 degrees celsius. The physician was immediately notified and heating blankets applied.